Event description:
It was reported that during a procedure performed on (B)(6) 2015, while implanting an 8.5mm x 60mm reform polyaxial screw, the tip of the reform polyaxial driver (39-sp-0700) broke off in the head of the screw. The tip was left in the screw and a small portion of a rod was locked into the tulip and the counter torque wrench was used to finish driving the screw. There was no delay to the procedure reported as a result of this issue.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be filed upon completion.